Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter, the balloon exploded after one hour of use. Another balloon trocar was used and the procedure was successfully completed. Patient is a female. No patient injury was reported.